Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right ventricular (rv) lead. Provocative testing was performed, and the noise was reproducible. No intervention has been performed. The patient was stable.